Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump intermittently lost power. The yellow o-ring of the battery cap was allegedly visible while the cap was attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 08/11/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/04/2014 with the following findings:no findings pertinent to this complaint were observed in the history and black box data. The battery compartment and returned battery cap were found to be free of damage, and the returned battery cap fully tightened to the pump. No power interruptions were observed during a 24hr exercise period; the initial complaint of a power issue was not duplicated. The measurements of the returned battery cap contact were within specification. The pump cover was removed and no evidence of moisture ingress or damage to the power circuit was observed.